Manufacturer narrative:
One kangaroo e-pump enteral feeding pump was received for failure analysis. The reported symptom of a blank display could not be duplicated; therefore, the reported issue could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding unit had a blank screen. No patient involved.